Event description:
A talent taa stent graft was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Approximately four years post index procedure, a valcap stent graft was implanted in the patient. It was reported that during the intervention, the distal bare spring was being implanted in a lateral view and it was very difficult to see. The physician started deployment a little higher in order to move the device down and ensure that the stent opened up completely. The physician deployed it perfectly at the level of the celiac. However, it was determined when the c arm was brought to ap that the proximal stent graft was bent over. This was bent over the 4440 talent thoracic device. The distal extension was treating the thoracic aneurysm which extended below. In order to ensure good flow, the physician ballooned with a reliant balloon and it opened up. Flow was good; however, the physician felt that it would be prudent to cover it with another graft. The physician added another valiant stent graft and the intervention was completed successfully. The patient recovered and was discharged from the hospital. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: lack of information (unknown cause); evaluation, conclusion: lack of information (unknown cause).